Manufacturer narrative:
An investigation has not yet been completed for this event. A supplemental will be filed once the investigation has been completed.

Event description:
It was reported that there was an unknown substance on the handle of the harmonic scalpel. This was found prior to a procedure. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The received complaint device was returned sealed with the original packaging intact. Visual inspection revealed presence of two loose particles inside the original packaging, a dark color particle and a lighter clear particle. The particles were submitted for laboratory testing. The clear unknown sample appears similar, if not identical, to a reference spectrum available for poly(dimethylsiloxane), also known as silicone. The black flake sample appears to be comprised primarily of poly(ethyl cyanoacrylate) and possibly a small amount of a bisphenol, a based epoxy resin. Both materials are consistent with materials used in the production process. The most likely root cause(s) are not following manufacturing procedures; insufficient training; and / or improper inspection. Action is being taken to address this issue. The reported event will continue to be monitored through post-market surveillance. Instructions for use (IFU): inspect packaging before opening. The contents of the package are sterile if the package has not been compromised. Do not use the instrument if the sterility has been compromised. If the package is damaged or if it was opened and the instrument not used, return the instrument and the package to stryker. This report was filed due to an unknown material being found in the sealed device package.

Event description:
It was reported that there was an unknown substance on the handle of the harmonic scalpel. This was found prior to a procedure. There was no patient involvement and no adverse consequences associated with this event.